Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 33 mg/dl. The customer was treated by the nurse with food and an insulin shot. The customer's blood glucose went to 37 mg/dl and then to 87mg/dl. The customer was having an issue with a pump error and insulin not exiting the tubing. A reservoir change resolved the issue. Nothing further reported.